Event description:
Independent repair center customer alleged low o2/yellow light, and the key failure is the sieve beds are leaking. Associated malfunction for this device: power switch no audible alarm, 4 way valve dirty, hose clamp leak and muffler dirty.